Event description:
Oracle ro (B)(4): it was reported that error code (B)(4) occurred (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.